Event description:
Customer's family member reports receiving inaccurate high readings. In blood glucose tests, customer received a lab reading of 5.2 mmol/l and a meter reading of 10.7 mmol/l within 10 mins. The meter test was performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.